Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - a probable cause for the foreign objects to remain in the channel tube could not be determined. - a probable cause for the corroded forceps channel port is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, the channel tube was observed to have foreign objects. In addition, the forceps channel port has corrosion. There was no patient involvement.